Manufacturer narrative:
The reported event was inconclusive as no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "materials of construction are not biocompatible". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the bowel management system had four device-related pressure injuries from the bard dignishield. Per follow up response received on 16jan2021, the patient experienced stage 2-3 pressure injuries.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bowel management system had four device-related pressure injuries from the bard dignishield. Per follow-up response received on (B)(6) 2021, the patient experienced stage 2-3 pressure injuries.